Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported of the right-side device: "recurrent breast cancer" and "ruptured during lumpectomy", the device did not cause or contribute to the reason for removal. The device was explanted.